Event description:
On october 20, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the patient on october 25, 2006, to obtain/verify information. On an unspecified date 3 weeks ago, the patient obtained a pre-breakfast reading of "130 mg/dl" and was feeling fine. Shortly after, the patient took her daily morning dose of 19 units "humulin-n" insulin. About a half hour later, while eating breakfast, the patient began to feel faint and started sweating. The patient then rested by lying down. She is not quite sure if she passed out or not. However, she stated that two hours later, she awoke, drank a can of soda, and retested herself. At that point, she was feeling better and her blood glucose was "118 mg/dl." The patient called her doctor who advised her to check her blood glucose again. She only remembered that at that moment, her reading was "normal" and her symptoms were already gone. The patient tested herself again later in the evening and it was still normal. The patient also mentioned that the night before the event, her blood glucose level was "normal" too. She could not recall what results she had obtained. The patient did not receive any medical treatment. The patient mentioned that the symptoms of hypoglycemia typically appear when her blood glucose is around 60-70 mg/dl. She was not expecting to have symptoms with a blood glucose level of around 130 mg/dl. During the call with the mas, the patient stated that she had another incident where she performed back-to-back tests on the reported meter. The patient reported blood glucose results of "418 and 290 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient ran a control solution test that passed. The patient was using a correct technique for testing with the reported meter. The patient was using blood samples from her fingers and was cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a "normal" reading of "130 mg/dl" before breakfast. She took a dose of daily-prescribed intermediate-acting insulin and developed symptoms of hypoglycemia 30 minutes later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.